Manufacturer narrative:
Siemens healthcare diagnostics conducted a recall for the immulite® 2000/immulite® 2000 xpi intact pth (intact parathyroid hormone) (ipth) assay kit lot 320. Siemens has confirmed that immulite® 2000/immulite® 2000xpi intact pth kit lot 320 can exhibit an average negative bias of up to -39% at ipth concentrations <20 pg/ml with serum and edta patient samples vs. A reference kit lot. An urgent field safety notice (ufsn) imc 16-27.a.ous was sent to ous customers and an urgent medical device recall (umdr) imc16-27.a.us was sent to us customers in november 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends transitioning to immulite 2000/immulite2000 xpi ipth kit lots 321 and above. Immulite/immulite 1000 ipth is not affected. Siemens is currently investigating the root cause of this issue.

Event description:
Having received from siemens an urgent field safety notice, the customer stated that they had run patient samples to evaluate intact parathyroid hormone (ipth) results on immulite 2000 instrument, using kit lot 320. There are no reports of discordant ipth results obtained by the customer. The physician(s) have not questioned any results reported with kit lot 320. There are no known reports of patient intervention or adverse health consequences.